Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's physician observed auto mode switching on 15 oct, 2019 due to atrial lead noise. Lead damage was suspected but parameters were stable. Previous patient records indicated noise on 15 may, 2018 for which programming changes had been made. The physician opted to continue monitoring the lead. The patient was stable.